Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt underwent two-stage revision for infection and that the pt dislocated between procedures.